Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿bilateral unicompartmental knee arthroplasty: one stage or two stages?¿ written by biazzo a, masia f, verde f. Published in musculoskelet surg. Published on 2018 dec 3. Pmid: 30511239. The article's purpose was to determine ¿is there an increased risk of perioperative complications with bilateral simultaneous versus unilateral uka? Is there a difference in operative times between bilateral simultaneous and unilateral uka? Is there a difference in blood loss and rate of blood transfusion?¿ patient data: average age of the patients in group a was 69.5 years, bmi of patients in group a was 29.1. Women were more represented 70 total. Comorbidities: hypertension diabetes and obesity. It is noted that implants in the study were a combination of depuy and competitor products. Cement manufacture is unknown. Depuy products: sigma high performance partial knee (unilateral: poly insert, tibial component and femoral component). Adverse events non-specified patients: significant intra-op blood loss: treated with transfusion of packed red cells. Intraoperative fracture of the tibial plateau: treated with osteosynthesis orif. Arthrofibrosis: treated with manipulation under anesthesia. Transient ischemic attack: no treatment noted. Regional pain syndrome: oral pain medication and manipulation under anesthesia.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.